Manufacturer narrative:
Correction ¿ h6 ¿ the device code should have been oversensing rather than signal artifact.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the patient was dependent. The lead was explanted. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of noise issue was not confirmed. A complete lead was returned in two pieces for analysis. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.